Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021, mesh excision date, as no event date was reported. This event was reported by the patient's legal representation. The implant and excision surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling was used to treat a patient with stress incontinence and urethral hypermobility during a transobturator sling placement procedure performed on (B)(6) 2020. On (B)(6) 2021, the patient underwent a revision procedure and vaginal mucosal sling erosion was observed. A five (5) millimeter area of sling exposed anteriorly in the midline was noted. The area of eroded mesh was removed. There was no trauma to the urethra nor bladder noted. The bladder was drained again and no blood was seen. The surgical site was closed in two (2) layers. A drain and foley catheter were left in place. A vaginal pack was placed coated with premarin cream. The patient was taken form the operating room to the recovery room in stable condition.